Manufacturer narrative:
This report will be updated if additional information is received. Additional information was received four years later that high out of range pacing impedance measurements greater than 2,000 ohms continue to be observed. An invasive procedure was performed. The lead was successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 35.5 centimeters (cm) from the terminal pin, distal end of the suture sleeve tie-down area. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Event description:
Boston scientific crm (bsc) received information that this left ventricular (lv) lead was associated with a latitude remote monitoring alert for a high out-of-range pace impedance measurement. The patient¿s health care provider (hcp) and a bsc technical services (ts) consultant discussed troubleshooting techniques when the patient is seen clinically. There were no reports of adverse patient effects, and the lead remained implanted and in service. Subsequently, a bsc field representative reported the patient was seen clinically. Impedance measurements were high out-of-range, and fluoroscopy showed a lead fracture just above the patient's rib cage. The lead, which is implanted epicardially, will be replaced at a later date yet to be determined.